Event description:
It was reported by the customer that during an unknown procedure, the device never fired with a white reload. The procedure was completed with another device. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60w partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further analysis the knife was noted to be partially advanced into anvil thus it could not be closed. Additionally the shrouds were noted to be slightly separated. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on how the shrouds became separated, however its should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.the batch record was reviewed and no anomalies were noted during the manufacturing process.